Event description:
It was reported that refobacin bone cement sterile packing had leakage once taken out in sterile area. The event occurred during surgery while preparing cement mixing. No patient adverse event was reported.

Manufacturer narrative:
Cmp(B)(4). This follow-up report is being submitted to relay additional information. Corrective action has been initiated for the reported issue. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the sealing was opened at least 1/4 of the length. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that refobacin bone cement sterile packing had leakage once taken out in sterile area. The event occurred during surgery while preparing cement mixing.